Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported manipulation position was misaligned touchscreen failure. There was no patient involvement. The manufacturer¿s service engineer (se) confirmed a manipulation position was misaligned, so the touch screen was replaced. The manufacturer¿s se replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 29may2020 b4: (B)(6)2020. The touchscreen assembly was returned for analysis. The touchscreen failed due to multiple resistance failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.